Event description:
A customer contacted beckman coulter inc. (Bci) regarding failed calibration and an ion selective electrode (ise) drain assembly overflowing on the unicel dxc 800 pro synchron clinical systems. No incorrect results have been generated. No exposure to biohazardous material was reported.

Manufacturer narrative:
Customer attempt to suck contents with a pipet cut, but it did not fix the problem. A field service engineer (fse) was dispatched; the fse inspected the instrument and discovered a tear in ise waste 2-way valve. The fse replaced all three burket valves and primed the system 20 times without error. The fse calibrated ise, ran qc, and verified repair per established procedures. Results meet published performance specifications. Hardware is the root cause for this event.